Manufacturer narrative:
The investigation is ongoing and a final report will be submitted.

Event description:
The surgeon has reported that the patient requires an amputation just below the knee due to bone loss in the tibia.